Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(6).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.5/+2.5/80 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2023 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown and noted "the icl was broken when the doctor implanted into the eye".